Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg was depleted. The physician explanted and replaced the ipg on (B)(6) 2011. The pt reported effective stimulation coverage postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.